Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump had been exposed to moisture during a water activity and subsequently failed to turn on. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and customer stated that the pump was not functional and had completely shut down and customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. Troubleshooting was not performed for the fluid in the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to the blank display. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Download difficulty is confirmed due to the blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.